Manufacturer narrative:
Retainer ring=clear. Insulin pump alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads and faded serial number label. The p-cap/reservoir does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a error signal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.